Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-may-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 2.1 and 2.2 not detected on bus. A field service engineer (fse) opened back panel and found no power going to module board, so replaced module board and then tested power running through both top and bottom drawer and found bottom drawer controller board being the issue. Then the fse removed and replaced drawer 2.2 controller board and replaced module board, rebooted and updated the firmware to resolve the issue. The fse logged into hardware test application and successfully ran final test on both drawers. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawers were not detected on bus. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.